Manufacturer narrative:
On july 11, 2024, the mentor failure analysis lab received the device for evaluation. On july 12, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the saline smooth breast implant. Leak testing was performed, in accordance with mentor procedures, and an area of delamination was observed at the union between the patch and shell, causing gel leakage. The evaluation determined that the possible cause of the delamination observed was the trauma experienced. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: material rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent primary breast augmentation with two unspecified mentor saline breast prostheses. Post-operatively, the patient was diagnosed, via in-office, with right breast implant deflation. The patient experienced physical trauma that might have contributed to the deflation. As a result, the patient underwent breast implant removal and replacement surgery on (B)(6) 2024. The replacement devices were: (right) 685cc mentor memorygel boost breast implant catalog: shpb685 lot: 9981060 sn: (B)(6) and (left) 685cc mentor memorygel boost breast implant catalog: shpb685 lot: 9953978 sn: (B)(6).